Event description:
It was reported that this right ventricular (rv) lead pacing lead impedance average measurement ranged from 300 to 400 ohms with multiple out-of-range spikes greater than 2500 ohms. The first spike was observed last year, with the spikes now are becoming more frequent. The patient was seen in-clinic with noise observed in bipolar programming. Technical services (ts) was consulted and provided troubleshooting and device optimization recommendations. The health care professional (hcp) confirmed with ts the polarity was reprogrammed from bipolar to unipolar with the pacing impedance measurement ranging from 800 to 1400 ohms. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead pacing lead impedance average measurement ranged from 300 to 400 ohms with multiple out-of-range spikes greater than 2500 ohms. The first spike was observed last year, with the spikes now are becoming more frequent. The patient was seen in-clinic with noise observed in bipolar programming. Technical services (ts) was consulted and provided troubleshooting and device optimization recommendations. The health care professional (hcp) confirmed with ts the polarity was reprogrammed from bipolar to unipolar with the pacing impedance measurement ranging from 800 to 1400 ohms. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that during a routine device replacement the physician elected to plug this rv lead into the left ventricular (lv) lead port, with rv pacing only programmed. This decision was due to intermittent jumps of high out-of-range pacing impedance measurements over 2,500 ohms over the past ten months. A new rv lead was implanted successfully with no patient complications reported. Outside of surgical intervention, no adverse patient effects were reported.